Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the patient on 10/3/96. On 10/4/96 after iabp for 31 hours, blood backed in the iabp tubing and the iab was removed. No second was inserted. Event complications: unk reported 10/7/96; none - reported 10/31/96. Patient's current status: recovering from surgery.